Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, treatment with medication and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient was treated with a 3.25x28 mm xience sierra stent. On (B)(6) 2019, the patient was re-admitted with atherosclerosis and other cardiovascular symptoms. The type of treatment was unspecified and the final patient outcome is unknown. No additional information was provided.